Manufacturer narrative:
A complaint history record (chr) review could not be performed as no material and batch/lot number was made available for this reported event. A device history record (DHR) review could not be performed as no material and batch/lot number was made available for this reported event. A retain sample analysis could not be performed as no material, batch/lot number was made available for this reported event. A review of the applicable risk documentation indicates that the potential risk of the reported event was assessed appropriately in the risk management documentation. Root cause couldn't be determined due to unavailability of sample, material and batch/lot number information.

Event description:
It was reported that unknown bd leaked the following information was provided by the initial reporter: on (B)(6) 2024, while administering an IV indwelling needle to a patient, the nurse noticed that the heparin cap was leaking, discontinued it, and replaced it with a new indwelling needle

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.